Event description:
It was reported that during a lumbar spine procedure, it was observed that the attachment device was making a high pitched noise. There were no delays to the surgical procedure as an identical spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. It was determined this was due to a worn bearings that were grinding of the nose tube of the device. The assignable root cause was determined to be due to excessive side loading, which is misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.